Event description:
The device was used during a lobectomy procedure. Reportedly, the pt was bleeding. The surgeon performed a thoracotomy to correct the condition. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
4/6/1998-supplemental report #2 submitted to FDA.